Event description:
Dysfunctional atrial pacemaker lead and has had an exacerbation of diastolic heart failure on exam. Pt underwent removal and replacement of pacemaker and atrial lead. Pt appeared to tolerate procedure well.